Manufacturer narrative:
(B)(4) other devices used: catalog #unknown, unknown nexgen articular surface, lot #unknown. Catalog #unknown, unknown nexgen femoral component, lot #unknown. Catalog #unknown, unknown nexgen patella, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Medical records were received. Operative notes dated (B)(6) 2013, state that patient was implanted with lps flex components and that good mobility and stability were achieved. Records also state that the patient was revised on (B)(6) 2014 due to loosening. Complaint history search could not be performed and compatibility could not be assessed, as the lot numbers were not provided. A definitive root cause cannot be determined with the information provided.